Event description:
It was reported to nova biomedical that a consumer received results between 300 mg/dl to 400 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin. The consumer experienced a hypoglycemic event requiring medical intervention. The consumer reported that at the hosp his blood sugar level was between 60 mg/dl to 70 mg/dl. It was realized during the call, the consumer is transferring test strips from the vial placing them in a bag keeping them the zipper pouch. Removing test strips from the vial when not in use is against our directions for use. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.